Manufacturer narrative:
H3: analysis of the 97755 sn# (B)(6) found cut in cable near the donut end. H6: fdc 11, fdm 10 and fdr 3252 applies to model: 97755 sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient responded back from follow up sent to them. Patient reported that their weight at the time of event was 205 lbs and clarified that the cord and box on the cord was hot enough to burn them and leave red marks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the recharger was heating while the patient was charging the ins. The patient had to remove the antenna from their skin so that it didn't burn them. The patient had never had this issue during normal recharging sessions. No symptoms or complications were reported. Additional information was received from the patient on (B)(6) 2019 indicating that they "texted" their manufacture representative (rep) on (B)(6) 2019 and they called the patient and told them not to use it because they were charging their implant and it was getting super hot to the point where it was burning them. Patient services reviewed to allow the recharger and their skin to cool. The patient was transferred to repair to be sent a replacement recharger. No further complications were reported/are anticipated.